Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon on (B)(6) 2012 explanted all scorpio ps. Knee components on the above noted pt. This pt had been complaining of knee pain for quiet some time and during the explant it was found that the tibial tray had not bonded to the cement. Femoral component did have some fixation. There was a concern that this pt may have an infection and appropriate care was chosen as per surgeon."